Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was determined to be inadequate connection of the light source cable. Once the cables were secured the device functioned properly. The IFU contains the following statements regarding cable connection: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus technical support representative guided the customer through troubleshooting the device. During troubleshooting, it was found the light source cable was not secure on the otv-s190 (visera elite video system center) end. Upon securing the cable, the options became illuminated and the device worked correctly. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the optical digital observation mode, the narrow band imaging observation mode, and other options were not illuminated for the visera elite xenon light source. No patient involvement or impact to patient care was reported.